Event description:
Healthcare professional reported left side "sharp and painful enlargement", "signs of leakage, silicone trapped in the pectoral ganglion, outer edge with anterior axillary line", "periprosthetic capsule segments with inflammatory reaction to foreign material." Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: migration, rupture.

Event description:
.Healthcare professional reported left side "sharp and painful enlargement", " signs of leakage, silicone trapped in the pectoral ganglion, outer edge with anterior axillary line", "periprosthetic capsule segments with inflammatory reaction to foreign material." Device remains implanted.